Manufacturer narrative:
Other: loss of consciousness. G2: the country of the event is jp medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pain did not improve even after applying stimulation, and the patient felt discomfort and wanted to turn it off; "stimulation does not match". When turned off, the body aches after about 2 hours, so the stimulation is turned on, but the discomfort makes it want to be turned off. There were no known environmental, external, and patient factors that may have caused the event. Nothing in particular was done for diagnostics/troubleshooting because the patient refused to adjust the stimulation. Nothing in particular was done for actions/interventions. It was unknown if the issue was resolved at the time of the report. The patient outcome was listed as "health damage". Patient injury details were listed as follows: when the stimulation is turned on, it does not fit the body and is uncomfortable, and when the stimulation is turned off, the pain in the body becomes stronger. Although a program was created for when the pain suddenly becomes severe, the pain makes it impossible to switch programs, so the patient is in a state of unconsciousness and has to wait for the pain to subside naturally after an hour or so.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that cause was the patient was experiencing psychological pain. Neuropathic pain and psychogenic pain were mixed, and the patient seemed to have more psychological pain than neurotic pain. The rep told the patient that even if they increase the stimulation more than necessary, it will not work on psychological pain, but when psychological pain becomes stronger, it seemed that they increases the intensity of the stimulation and the pain of stimulation also appears. The doctor will tell the patient again at the outpatient consultation. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.